Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2025, they were rushed to the hospital with an infected deep pressure wound. The patient stated they were having multiple surgeries and have been suffering with memory loss, in particular with their password for their omnipod personal diabetes manager (pdm). There were no further details provided related to the event reported. Multiple attempts have been made to reach the customer, but contact has not been established. It is unknown at this time if the surgeries are related to the omnipod.